Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide, with a 6fr sheath, after an interventional procedure. Reportedly, when placing over the guide wire, device did not track correctly and device never was inserted into the patient and was not used. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger was still in the pre-deployed position and there was slack present on the link. The sheath appeared normal and there was no kink; therefore, the reported event was not confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.